Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer indicated that the most recent event occurred on (B)(6) 2013.

Event description:
The customer reported that they have been getting intermittent low ion selective electrode (ise) potassium results since approximately (B)(6) 2013. The customer stated that the issue has occurred multiple times with multiple patient samples. The customer was asked, but could not provide an exact number of how many patient samples were affected. The customer was also asked, but could not provide any specific sample results. The customer ran comparisons with another laboratory and the difference in results was 0.6 to 0.8 mmol/l. The initial results from this laboratory were lower and the repeat results from the other laboratory were believed to be correct. Initial results would be below the normal range of 3.4 mmol/l to 4.5 mmol/l. Repeat results were within the normal range. The original results for multiple samples were reported outside of the laboratory. The patients were not adversely affected. The ise potassium electrode lot number and expiration date were asked for, but not provided. The customer stated that they tried replacing the electrodes, reconditioning the electrodes, and increasing the calibration and quality control frequency, but the issue persisted. The field service representative determined that the vacuum pump diaphragm was damaged. He replaced the vacuum pump diaphragm. Precision studies, calibration, and quality controls were performed. All controls were acceptable to the customer and the system was found to be operating within specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the information provided.